Event description:
It was reported that the patient experienced incontinence when standing up after sitting down even when he has an artificial urinary sphincter (aus) implanted for more than two years. The patient went to a medical visit on april 14th, during this, a cystoscopy was performed to inspect the urethra.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.